Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a cerebral angiogram diagnostic procedure. Reportedly, the starclose se clip fired without pressing the deployment button. Hemostasis was achieved with the starclose se clip and manual arterial compression for 5 minutes to be safe. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
User facility medwatch report received that states: starclose deployed, feet never retracted, felt click never pushed step #4. Starclose removed and feet were still out. FDA safety report ID#(B)(4).

Manufacturer narrative:
The device was returned for analysis. The reported vessel locator wing retraction issue and premature clip deployment were not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.